Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084987) on 02-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic area pain, especially during activity") in a female patient who had essure (batch no. B11718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy menstruation"), fatigue ("tiredness/huge fatigue/becoming exhausted easily during activity"), menstrual disorder ("change in menstrual cycle"), anaemia ("anemia"), iron deficiency ("low iron storage, difficult to fill the iron storage even with daily iron supplements"), abdominal pain ("abdominal pain"), dyspnoea ("losing breathe easily"), bacterial vaginosis ("gynecological symptoms: especially related to bacterial vaginosis"), insomnia ("difficult to sleep"), arthralgia ("joint pain"), hypoaesthesia ("numbness in hands in the mornings"), feeling cold ("feeling cold all the time"), swelling face ("swelling of face"), peripheral swelling ("swelling of fingers"), abdominal distension ("swelling: especially stomach"), dry skin ("dry scalp"), mucosal dryness ("dry mucous membrane") and polymenorrhoea ("frequent menstruation") and was found to have heart rate increased ("high pulse even during rest"). The patient was treated with iron and surgery (she underwent hysterectomy for removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, fatigue, menstrual disorder, anaemia, iron deficiency, abdominal pain, heart rate increased, dyspnoea, bacterial vaginosis, insomnia, arthralgia, hypoaesthesia, feeling cold, swelling face, peripheral swelling, abdominal distension, dry skin, mucosal dryness and polymenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, anaemia, arthralgia, bacterial vaginosis, dry skin, dyspnoea, fatigue, feeling cold, heart rate increased, hypoaesthesia, insomnia, iron deficiency, menorrhagia, menstrual disorder, mucosal dryness, pelvic pain, peripheral swelling, polymenorrhoea and swelling face to be related to essure. The reporter commented: she reported after essure removal all her symptoms were recovered. An injury (disability/permanent damage, and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6)2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic area pain, especially during activity') in a female patient who had essure (batch no. B11718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included magnesium and vitamin d nos (vitamin d). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy menstruation"), fatigue ("tiredness/huge fatigue/becoming exhausted easily during activity"), menstrual disorder ("change in mestrual cycle"), anaemia ("anemia"), iron deficiency ("low iron storage, difficult to fill the iron storage even with daily iron supplements"), abdominal pain ("abdominal pain"), dyspnoea ("losing breathe easily"), bacterial vaginosis ("gynecological symptoms: especially related to bacterial vaginosis"), insomnia ("difficult to sleep"), arthralgia ("joint pain"), hypoaesthesia ("numbness in hands in the mornings"), feeling cold ("feeling cold all the time"), swelling face ("swelling of face"), peripheral swelling ("swelling of fingers"), abdominal distension ("swelling: especially stomach"), dry skin ("dry scalp"), mucosal dryness ("dry mucous membrane") and polymenorrhoea ("frequent menstruation") and was found to have heart rate increased ("high pulse even during rest"). The patient was treated with iron and surgery (she underwent hysterectomy for removal of essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, fatigue, menstrual disorder, anaemia, iron deficiency, abdominal pain, heart rate increased, dyspnoea, bacterial vaginosis, insomnia, arthralgia, hypoaesthesia, feeling cold, swelling face, peripheral swelling, abdominal distension, dry skin, mucosal dryness and polymenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, anaemia, arthralgia, bacterial vaginosis, dry skin, dyspnoea, fatigue, feeling cold, heart rate increased, hypoaesthesia, insomnia, iron deficiency, menorrhagia, menstrual disorder, mucosal dryness, pelvic pain, peripheral swelling, polymenorrhoea and swelling face to be related to essure. The reporter commented: she reported after essure removal all her symptoms were recovered. An injury (disability/permanent damage, and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.